Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study looked at the outcomes of ventralex st mesh vs parietex composite mesh repair techniques to help surgeons make informed decisions regarding optimal management of patients with incision and umbilical hernias. From december 2019 to november 2023, 50 patients with ventral hernias were enrolled. The patients were randomized to one or the other mesh, but postoperative complications were grouped together. Complications included 1 hernia recurrence, 2 patients with surgical site infections, 3 patients with seromas and 1 patient with skin necrosis. Treatments were not documented.